Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The powered handle was used in the left upper lobectomy. The firings for the interlobar and pulmonary vein were successful. For the firing of the a3 segment, the surgeon fired the device without articulating the jaws. The firing was completed, however, there was blood oozing from the center of the staple line on the patient side. The bleeding was not excessive, and there was no tissue damage or patient harm. The patient status is no problem. The bleeding was controlled by astriction and sealed tachosil sheet.